Manufacturer narrative:
Additional information related to hospitalization has been received which was not included with the initial report. The information has been included with this report.

Event description:
It was reported that customer was hospitalized for surgery and not diabetes related. The customer removed the insulin pump due to surgery and was off the insulin pump for week after the surgery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unable to manage blood glucose on an unknown date. The customer's current blood glucose level was unknown. It was also reported that the customer had surgery. The insulin pump will not be returned for analysis.